Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Today she became unresponsive / she has been [loss of consciousness]; she is at the hospital unresponsive / I hope she comes out of this coma [coma]. Case description: this case was reported by a consumer via call center representative and described the occurrence of loss of consciousness in a female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for drug use for unknown indication. In (B)(6) 2020, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced loss of consciousness (serious criteria gsk medically significant). The action taken with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the loss of consciousness was unknown. It was unknown if the reporter considered the loss of consciousness to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information adverse event information was received on (B)(6) 2020 via call center representative. Consumer reported that, "she been using it for a week. Today she became unresponsive. Can she be allergic to this? I told the hospital. What happens if she swallow?. I hope she pull out this coma." Adverse event revision information received for initial information received on (B)(6) 2020. Consumer reported,"I just got a question. I am calling for my mother. My mother has been using this biotene for a week or a week and a half. Today she has become unresponsive. Can she be allergic to this? She has been unresponsive since this morning. I told the hospital she was taking this. I told the hospital. I don't know I thought I would call for side effects. She has the mouthwash too. What happens if she swallowed the mouthwash? Is that dangerous? I just wanted to make sure. I am going to call the hospital and tell them about this. She is at the hospital unresponsive. I hope she comes out of this coma or whatever she is in. It is scaring me."

Manufacturer narrative:
Argus case (B)(4).

Event description:
Today she became unresponsive [loss of consciousness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of loss of consciousness in a female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for drug use for unknown indication. In (B)(6) 2020, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced loss of consciousness (serious criteria gsk medically significant). The action taken with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the loss of consciousness was unknown. It was unknown if the reporter considered the loss of consciousness to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received on 5 june 2020 via call center representative. Consumer reported that, "she been using it for a week. Today she became unresponsive. Can she be allergic to this? I told the hospital. What happens if she swallow? I hope she pull out this coma."